Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During routine check by customer the cs300 intra-aortic balloon pump (iabp) had no display with a continuing beep alarm, the board is found defective which will need to be changed. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the display pcb. After the replacement, iabp display working fine. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.